Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2022 with unknown blood glucose level. The customer's current blood glucose is 14.2 mmol. Customer mentioned other blood glucose level such as 60 mmol/l. The customer did experienced the symptoms such as vomiting and mental confusion. The customer was treated with intravenous insulin drip. Troubleshooting was performed. Customer states the drive support cap appears normal slightly indented. The customer report did not allege under delivery on insulin pump. No further complications were reported. The device will not be returned for analysis.